Event description:
The customer's parents called in to conduct the high pressure test. The test was conducted twice, and the insulin pump failed both times. The parents had called four days earlier to also report a motor error alarm and a high blood glucose reading of 416 mg/dl. The insulin pump was not exposed to high magnetic fields. Advised the parents that the insulin pump would be replaced due to the failed high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.